Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited a radio frequency telemetry anomaly. The clinician was able to interrogate the device with the use of a wand. The device remained implanted.